Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they do not believe the pump is blousing properly. The patient's blood glucose levels have reportedly been in the mid 200's for the last one and a half days. The reporter indicated that the patient's blood glucose levels lower when insulin is given via syringe. A review of the pump history showed that the boluses have been completed in the intended amounts. The total daily dose history adds up correctly. This report is being made based on the allegation that the pump is not delivering boluses properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows a manual time and date change was made by the user on (B)(6) 2012 at 7:12 pm to (B)(6) 2012 8:12 pm. A review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions indicating a pump malfunction found in the black box or alarm history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.